Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 2 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2023-00145. - 1 previously reported events are included in this follow-up record. Product return status 1 device was not available for evaluation. H3 other text : device not returned.

Event description:
This report summarizes 1 malfunction event in which the device reportedly had a decrease in pressure. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device reportedly had a decrease in pressure. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 previously reported events are included in this follow-up record. Product return status 2 device investigation types have not yet been determined.

Event description:
This report summarizes 2 malfunction events in which the device reportedly had a decrease in pressure. 2 events had patient involvement; no patient impact.